Event description:
On 5/14/75, rptr had bilateral breast biopsies and augmentation using this co's 175 cc left tear drop and 200 cc right round implants. She has hypomastia, ptosis, and nodularities of breasts. Diagnosis: fibrocystic disease of the breasts. Unreadable implant numbers. On 12/7/78, she had excision of margins and two layer closure with relaxing incision of left breast capsule posteriorly. She complains of ulceration for one week under left breast and 1 1/2 to 3 cm exposing implant. On 2/20/79, she had removal of left prosthesis. She also complains of breast drainage and swelling, allergic dermatitis, fatigue, rheumatoid arthritis, symmetrical polyarthritis, synovial swelling and tender joints, arthralgias and myalgias, implant leakage, muscle fatigue, general aching and stiffness. (Also see 1004032.)